Event description:
Patient reported experiencing elevated blood glucose (750 mg/dl). Pt indicated he was taken to the hospital for treatment. Patient indicated he received IV insulin. Pt indicated that the following day he was diagnosed as having an infection. Patient stated "I'm not sure if the pump is causing me to have high blood sugars."